Event description:
It was reported that during a catheter placement procedure, the dilator allegedly had a kink. It was further reported that when advancing the dilator, the white tip regularly splits open, which leads to considerable difficulties when advancing the sheath further. Reportedly, the screw cap between the white dilator and the blue sheath allegedly disconnects so easily that dislocation of the two parts also occurs during advancement. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the peel apart introducer kit, 7f that are cleared in the us. The pro code and 510 k number for the peel apart introducer kit, 7f are identified in d2 and g4. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the physical device was not returned for evaluation. However, six photos were provided which shows split in the white tip of dilator and slight deformation. Therefore, the investigation is confirmed the reported white tip had splits and the dilator had a kink issues. Also, the investigation is inconclusive for the reported advancement issues and disconnection of the screw cap between the white dilator and the blue sheath, as no specific information regarding the failures are provided in the photos. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the peel apart introducer kit, 7f that are cleared in the us. The pro code and 510 k number for the peel apart introducer kit, 7f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a catheter placement procedure, the dilator allegedly had a kink. It was further reported that when advancing the dilator, the white tip regularly splits open, which leads to considerable difficulties when advancing the sheath further. Reportedly, the screw cap between the white dilator and the blue sheath allegedly disconnects so easily that dislocation of the two parts also occurs during advancement. The procedure was completed using another device. There was no reported patient injury.